Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was cracked and chipped out on both front corners of top case, broken plunger assembly and both right and left case. Force sensor test found in the event history log. The technician did a visual inspection, power up process, checked and test force sensor. The cracked and chipped out on both front corners of top case, broken plunger assembly, both right and left case were found at visual inspection. Force sensor test error was found at power up and failed force sensor reading. The root cause of the reported issue was found to be the pump had been dropped or mishandled by customer and force sensor was out of calibration due to broken plunger head. The pump was sent back to customer due to it was no longer in service at manufacture.

Event description:
It was reported that the case was damaged in the corners, plunger was cracked. The rubber o-ring has fallen off and force sensor test error occurred, no patient injury was reported.